Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display fault was a single occurrence and could not be reproduced during in house testing. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a black screen. There was no patient injury reported as a result of this incident.